Event description:
It was reported that approximately 10 months post-implant of a bifurcated device, a suprarenal aortic extension, and a limb extension, a follow-up computed tomography scan revealed a type iii endoleak of the bifurcated device. Reportedly, the bifurcated stent was ballooned but the endoleak was still present. The patient was treated with an additional bifurcated device, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.